Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg pocket was relocated which resolved the issue. Reportedly during the procedure, the physician noticed the anchoring loops were back out of the leads however they did not migrate which did not cause any adverse effects.